Event description:
It was reported that one day post implant the right ventricular (rv) lead exhibited unstable thresholds, non capture and diminished sensing. Chest x-ray confirmed that the rv lead had dislodged. During lead revision, it was noted that the physician could not get stable thresholds in multiple positions and when trying to redeploy the rv lead, the screw of the lead would get stuck and the physician noted that there was tissue preventing the screw from coming all the way out. It was decided to remove and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.